Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Lens exchanged with different diopter lens. Problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Over/under correction is identified in the labeling as a known potential adverse event following icl implantation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).